Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The spiral slitting (technique issue) was visible just after initial start and continued on shaft until separation at 52 centimeters. The mechanical operation of the catheter was damaged and the catheter shaft was bent; stress cracking on the shaft was visible as was kinking of the shaft at various places. Visual summary of analysis indicated the catheter was damaged during use.

Event description:
It was reported that during the implant procedure, the catheter ripped during the slitting process at the end of the left ventricular (lv) lead implantation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.